Manufacturer narrative:
A manufacture representative went to the site to test the equipment. Testing revealed that the system performed as intended.

Event description:
Medtronic received information regarding a navigation system. It was reported that the reporter was not able to track the patient tracker. This was outside of a case; no patient was present.